Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported latency time until their intellivue mp50 monitor issues an alarm. It is unknown if the device was in clinical use, however there was no adverse event reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.